Manufacturer narrative:
Block h5: imdrf device code a150103 captures the reportable event of clip premature deployment during an unknown procedure at an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a mantis clip was used during an unknown procedure performed on (B)(6) 2024. The anatomical location of the procedure is unknown. During the procedure, the clip prematurely deployed. The procedure was completed with another mantis clip. There were no patient complications reported as a result of this event.